Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an error message on the insulin pump. The customer rewound the insulin pump and after it counted down she received a compromised force sensor system alarm. The customer¿s blood glucose level was 380 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised forced sensor alarm. Motor passed motor test. No numbers count down anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker and stained address/serial number label.